Manufacturer narrative:
Date rec¿d by MFR : 07mar2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer's field service engineer (fse) replaced the defective bracket kit, retention and (data acquisition) da to (motor controller) mc cable to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06mar2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that different priority alarms were triggered. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.